Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after 3 months because "leaflets were not moving in echo." Valve was replaced. Multiple requests for records and additional details from the healthcare provider were made, but have not yet been made available to edwards. The subject valve has been received; pending product evaluation.

Manufacturer narrative:
Additional manufacturer narrative - records have been requested from health care provider and have not yet been made available. Device has been returned and is pending evaluation. Evaluation results and edwards conclusions will be reported once completed.

Manufacturer narrative:
The explanted device was returned, visually examined then functionally tested. As received, a nick was observed on the outflow aspect of the cusp of leaflet 1, nick was measured to be approx 2mm. No visible inconsistencies observed on remaining leaflets. The wireform was intact. Edwards¿ standardized in vitro testing showed that the valve had an eoa of 1.5 cm2 , the mean pressure drop of 10.1 mmhg, and total regurgitant fraction (trf) is 3.3% (leakage regurgitation is approximately 2.6%), demonstrating that the immediate functionality of the valve is acceptable per established standards. No abnormal behavior is evident in any of the leaflets under the tested conditions. The returned valve was tested by edwards evaluation lab and found the valve to be operating within specifications. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The implanting surgeon also indicated that there is nothing wrong with the subject valve. Therefore, per the provided information and edwards investigation, there is no nothing to suggest a device quality deficiency related to this event. However, no conclusive root cause can be determined at this time. No further action is required at this time, edwards will continue to review and monitor all events.